Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient receiving sufentanil (440 mcg /ml at 50 mcg/day) and bupivacaine (31 mg/ml at 3.5 mg/day) via an implantable pump. The pump's indication for use (IFU) was listed as spinal pain. The patient's medical history was requested but not available. The approximated event date was noted as (B)(6) 2015. The rep stated that the patient reported that pump was flipping in the abdomen. A dye study was performed on (B)(6) 2015 and it was discovered that the catheter was occluded. The patient stated that she was not receiving adequate pain relief and that's how the issue was noticed. A catheter revision was performed on (B)(6) 2015. It was reported that according to the healthcare professional, upon opening the pump pocket, the pump segment was severely twisted and kinked which was the reason for the occluded flow. The old pump segment was replaced and the issue resolved. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. If additional information is received, a follow-up report will be sent.